Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up and was found to have inappropriate episodes of auto mode switch on the atrial lead and high ventricular rate that reportedly were caused by noise. The noise was reported on both the atrial and ventricular channels. The noise could not be reproducible in the clinic with isometrics. The patient had no symptoms to the noise. The sensitivity on both channels were decreased. The leads remained implanted. The patient would continue to be monitored normally.